Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint sample was evaluated and the reported event was confirmed. The device was returned and visual examination of the returned part determined that returned tasp exhibits signs of repeated use (nicked or gouged) and is fractured on medial side of post, all pieces returned. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during inspection that the instrument was as fractured and returned. There was no patient involvement. Attempts to obtain additional information have been made; however, no more is available at this time.